Event description:
Customer reported an unexpected negative reaction when testing a patient sample with capture-r ready screen 3 (crrs 3) on the echo. Customer tested a new sample from the patient which resulted 4+ on cell ii. When re-tested, the second sample was negative with all three screening cells.

Manufacturer narrative:
Review of instrument images: sample 1 capture-r rs (3) lot r077 well image results. Screening cell I (r1r1) strip 2 well 1=1 well image appears to have no adherence. Screening cell ii (r2r2) strip 2 well 2=2 well image appears to have a slight degree of adherence. Screening cel iii (rr) strip 2 well 3=1 well image appears to have no adherence. Positive control strip 2 well 4=100 well image has a strong degree of adherence. Sample 2 (new sample from same patient): capture-r rs (3) lot r077 well image results. Screening cell I (r1r1) strip 1 well 1=0 well image has no adherence. Screening cell ii (r2r2) strip 1 well 2=2 well image appears to have a slight degree of adherence. Screening cel iii (rr) strip 1 well 3=1 well image appears to have no adherence. Positive control strip 1 well 4=100 well image has a strong degree of adherence. Re-testing on sample 2: capture-r rs (3) lot# r086 well image results. Screening cell I (r1r1) strip 2 well 1=0 well image has no adherence. Screening cell ii (r2r2) strip 2 well 2=8 well image appears to have a slight degree of adherence. Screening cell iii (rr) strip 2 well 3=0 well image has no adherence. Positive control strip 2 well 4=100 well image has a strong degree of adherence. The sample visually appears to be weakly positive but interpreted as negative on the echo. This issue was addressed in technical communication (B)(4) on november 25, 2009.